Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise on the rv channel. The patient had episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf) due to the noise. The physician thought that the lead might have been damaged during a previous ablation procedure. All other measurements were within range. The lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicating that the field representative could not confirm the exact type of damage the lead sustained. Available device data indicated that the episodes caused by the noise were untreated. Further, the patient was not pacemaker dependent.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.